Manufacturer narrative:
(B) (4).

Event description:
Procedure type: hernia. According to the reporter: balloon ruptured. Per reporter, no additional information available. No patient injury was reported.